Event description:
Customer called lfs on 6/2002 alleging that their meter had a discolored display. Customer reported that they were unable to read the meter display and there was no evidence that the meter may have been misused. Customer reported feeling sweaty and nauseated. Due to feeling symptomatic, customer went to the hosp for a blood glucose test. Customer obtained a "62 mg/dl" result. Customer was treated with food or beverage. Customer reported using a different brand meter after the incident. Ccr replaced meter because issue was not resolved. No further info was provided.